Event description:
It was reported that bd¿ needle had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 305136 batch no. 8228979. It was reported there was foreign matter. I was just given this needle, bd 27gx1 1/4 ref (B)(4), and it has some reddish color substance on it-middle needle in picture."

Manufacturer narrative:
Investigation: two (2) photos were received by the quality team for investigation. One (1) photo shows five (5) blister packages showing the top webbing with the bd product information. The second photo shows the other side of the five (5) blister packages. The middle package appears to have a reddish-brown substance on the needle hub. A device history record (DHR) review was performed on the batch associated with this investigation (batch 8228979). The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Without a physical sample to analyze the foreign matter (fm) that appears to be on the needle hub, the foreign matter cannot be identified and therefore the potential root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 305136, batch no. 8228979. It was reported there was foreign matter. I was just given this needle¿ bd 27gx1 1/4 ref 305136 and it has some reddish color substance on it-middle needle in picture."